Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing leaked to3 patients between midnight and 3am. The IV hub leaked as soon as you try and flush it. It makes the dressing a bloody mess and the patient does not like broken equipment being used on them. It is unknown that patient care was delayed or that it contributed, or result in serious adverse impact to patient.